Event description:
It was reported that the reservoir bag came with a leak. The event occurred during priming. It was reported that the customer received proper guidance, and that the product was used following manufacturer instructions. There was no patient involvement.

Manufacturer narrative:
B5/e4: per reporter, the event was reported to the regulatory agency with the number (B)(4) investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: device was not returned for root cause analysis. The failure mode could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint could not be confirmed and without the return of the used samples, a comprehensive failure investigation could not be performed, and a probable cause could not be determined.